Event description:
The customer reported the post fixation was not fixed in the forehead. Devices were analyzed under magnification and tool marks corresponding to the endotine forehead insertion tool were viewed outside of the indention of the front of the post. This damage is consistent with device misuse.